Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A facility acute coordinator registered nurse (acrn) provided follow-up information which revealed that an 88 year old chronic end stage renal disease patient was being dialyzed in the acute hospital setting. The patient, who was unable to talk or move due to a previous stroke, was admitted for aspiration pneumonia. The patient also received tube feedings while hospitalized. According to the acrn, prior to the treatment, the patient was in what was considered to be a normal state of health. At 9:24 am, approximately 1.5 hours into treatment, the patient appeared "different." The patient¿s blood pressure was found to be low and was noted as being approximately 80/54. The patient, who was not on a ventilator, appeared to be struggling to breathe. Both the acrn and the physician suctioned the patient, and then the treatment was terminated, and all blood was returned. The acrn administered a 300ml normal saline solution bolus due to the hypotension. At approximately 9:45 am, the patient stopped breathing and expired. The patient had a do not resuscitate order; therefore, cardiopulmonary resuscitation was not performed. Following the event, the hemodialysis machine was removed from service for evaluation. The biomedical technician found the unit¿s ultrafiltration to be out of calibration. The unit remains at the user facility. No parts are available for return to the manufacturer for analysis.

Manufacturer narrative:
The results of the clinical investigation are as follows:a fresenius regional equipment specialist evaluated the device at the facility. According to the service documentation, the ultrafiltration (uf) pump was found to be out of tolerance by approximately 0.3 ml. Although the uf pump was found to be out of calibration, this nominal value is not thought to be a causal or contributory factor in this event. There is no documentation in the medical record supporting a possible association between the fresenius products, and the event of hypotension, and outcome of death. Plant investigation: a definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective records review of the 4 lots delivered during the 3 months prior to the event did not show any evidence of a manufacturing problem during lots' production of liquid acid bottles that could substantiate a causal relationship between the concentrate product and the reported event. Naturalyte® acid concentrate is manufactured to meet aami requirements using validated processes and released based on a determination that finished product met the applicable requirements. The system level review of the 2008k2 device and concomitant products found no indication that the products caused or contributed to the clinical event.

Event description:
Based on the 70 pages of medical records information it appears that this (B)(6) male (B)(6) patient on intermittent hd therapy being carried out daily through fresenius products, started dialysis therapy on an unknown date. On (B)(6) 2016, the patient was admitted to a hospital with fever and found to have mucous plugging and complete atelectasis of the left lung. The patient, who was unable to talk or move due to a previous stroke, was diagnosed with aspiration pneumonia, and received tube feedings while hospitalized. According to the acrn, prior to the treatment, the patient was in what was considered to be a normal state of health. During hd treatment on (B)(6) 2016, at 9:24 am, approximately 1.5 hours into treatment, the patient appeared "different." The patient's blood pressure was found to be low and was noted as being approximately 80/54. The patient, who was not on a ventilator, appeared to be struggling to breathe. Both the acrn and the physician suctioned the patient, and then the treatment was terminated, and all blood was returned. The acrn administered a 300ml normal saline solution bolus due to the hypotension. At approximately 9:45 am, the patient stopped breathing and expired. The patient had a do not resuscitate order; therefore, cardiopulmonary resuscitation was not performed. Following the event, the hemodialysis machine was removed from service for evaluation. The biomedical technician found the unit's ultrafiltration to be out of calibration. The unit remains at the user facility. No parts are available for return to the manufacturer for analysis.